Event description:
Home patient (hp) contacted baxter's technical service center (tsc) in regards to the system error 2240 alarm that occurred during initial drain of their automated peritoneal dialysis (apd) therapy. Nothing unusual was noted in supply setup. Tsc advised hp to discard current setup. In doing so, tsc found out that hp had already cycled the homechoice machine on/off and replaced the homechoice set without replacing the bags. Hp respiked the supply bags with supply lines from the new homechoice set. Tsc advised hp to discard all supplies and start over with a whole new setup to complete therapy. No patient injury or medical intervention was associated with this incident per hp.